Event description:
It was reported that the patient's transmission report shows pause episode where the implantable cardiac monitor (icm) was experiencing noise and the icm failed to sense. No intervention has been performed. The patient's condition was stable.

Event description:
New information notes that the insertable cardiac monitor (icm) was explanted.

Manufacturer narrative:
The reported events were failure to sense and signal artifact/noise. The reported event of failure to sense was not confirmed. Final analysis found that as received, the device was found to be above elective replacement indicator (eri). Further analysis performed, including sensitivity test found no anomalies contributing to reported event of failure to sense. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion.